Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event involving poor hand hygiene practice during initiation and termination of ccpd therapy. End-stage renal disease (esrd) patients undergoing pd therapy (manual or cycler based) for renal replacement therapy are at high risk for infections of the peritoneum. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to an unspecified pd related infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned positive, however the pdrn was uncertain of the organism. The patient was discharged from the acute hospital to a rehabilitation hospital (date not provided), and they have not received the discharge summary. The patient is recovering from the serious adverse events and continues to undergo continuous cyclic pd (ccpd) therapy at the rehabilitation hospital without any reported issues. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to an unspecified pd related infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned positive, however the pdrn was uncertain of the organism. The patient was discharged from the acute hospital to a rehabilitation hospital (date not provided), and they have not received the discharge summary. The patient is recovering from the serious adverse events and continues to undergo continuous cyclic pd (ccpd) therapy at the rehabilitation hospital without any reported issues. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.